Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen would intermittently lock when trying to program a bolus. It was explained to the customer that the touching of the touchscreen outside of the designated area multiple times would lock the screen and was a safety feature. Customer reported issue was happening "too frequently." Customer declined to perform a pump system check to confirm reported issue. There was no reported impact to customer's blood glucose due to this issue.